Manufacturer narrative:
The customer did not return the strips.

Event description:
The customer went to the hospital for a gi bleed on (B)(6) 2015. She last took a reading on her coaguchek xs meter (serial number (B)(4)) on (B)(6) 2015 and obtained a reading of 1.8 inr. Her last dose of coumadin 2 mg was the night before at 5:30 pm. She is not able to recall any of the inr readings while in the hospital. While in the hospital she received 3 units of blood and she also received platelets. She was given a magnesium pill. She had a chest x-ray and a colonoscopy while in the hospital. The customer's therapeutic range is 2.0-3.0 inr. She is currently okay. She is now taking coumadin 1 mg every other night and 2 mg of coumadin on the other nights. Her inr reading after her discharge from the hospital on her meter on (B)(6) 2015 was 2.7 inr. The suspect product was requested to be returned and replacement product was sent. Relevant retention test strips (lot 200784) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages. The retention material performed as specified. The customer did not return any strips so therefore no evaluation was done on the suspect product. The customer's meter was returned. The returned meter was tested and met specifications.